Event description:
On (B)(6) 2013, the reporter contacted animas alleging they received an occlusion alarm. This complaint is being reported because the reported issue was unresolved and can cause long-term cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.